Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2018 from a healthcare professional who reported that the pump was not in use at the time of the event and had contained saline since 2015. The hcp confirmed that the pump had not been used since 2015 and was last interrogated at that time. The patient elected not to have the pump removed and confirmed that it would not be removed in the future. The patient had come into the clinic on (B)(6) 2018 to have the pump interrogated which confirmed the end of pump life. The patient was in another state at the time of the pump alarm which was why he was not seen until (B)(6). The hcp had no further information regarding the event. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: 8840, serial# unknown, product type: programmer, physician. Other relevant device(s) are: product ID: 8840, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving prialt, dose and concentration not reported, via an implantable pump. The indications for use were non-malignant pain and chronic low back pain. The patient reported that the had been hearing the critical alarm for the pump non-stop since 8:00 am this morning, (B)(6) 2018. Per the patient the pump initially started alarming, with beeps every minute for the last month. The patient was wondering about how long he would be hearing the alarm go off for and stated he was currently in a different state away from his healthcare provider. The patient was also wondering about pump longevity. The patient had talked to their healthcare provider who directed the patient to contact the manufacturer. The patient was to see their healthcare provider next monday, (B)(6) 2018, and inquired if the battery were to stop on the pump would the prialt medication that is currently in the pump ¿seep into his system¿. The patient stated that prialt affects your mind and he had it turned down as low as it can go. The patient also inquired about getting a company representative out to silence the alarm and was informed that the healthcare provider would need to coordinate that on behalf of the patient. There were no patient symptoms. Additional information was received on 10-may-2018 from a company representative who requested the pump of code for the patient¿s pump. The pump had reached normal eos (end of service). The company representative and the healthcare provider were assisted with successfully programming the eos and printing out the report. Per the company representative the patient will likely not have the pump replaced. No further complications were reported.